Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. It was stated that the customer began feeling ill, vomiting, dehydration, and then he was hospitalized. Troubleshooting was performed. All the programming and histories on the insulin pump were correct. It was reported that the device did not push insulin through during the fixed prime test. The mother could not complete the delivery test at time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.